Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a farawave nav was selected for use. Following a clinic follow up, the physician reported that the patient experienced a thrombotic stroke after undergoing a pulse field ablation with pulmonary vein isolation. No clot was detected during the procedure. Three days post procedure, the patient presented with discomfort and vision problems with the eyes. The patient was hospitalized, and a cerebral computed tomography was performed. Stroke symptoms resolved within 24 hours. The patient has since been discharged and is expected to make a full recovery. The device is not expected to be return due to disposal.

Manufacturer narrative:
B5: describe event or problem - updated.

Event description:
It was reported that a farawave nav was selected for use. Following a clinic follow up, the physician reported that the patient experienced a thrombotic stroke after undergoing a pulse field ablation with pulmonary vein isolation. No clot was detected during the procedure. Three days post procedure, the patient presented with discomfort and vision problems with the eyes. The patient was hospitalized, and a cerebral computed tomography was performed. Stroke symptoms resolved within 24 hours. The patient has since been discharged and is expected to make a full recovery. The device is not expected to be return due to disposal. Additional information revealed the patient was treated at another hospital.